Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report air bubbles in the reservoir. The air bubbles were large in size. The customer's blood glucose level was 94 mg/dl. The customer was advised to call back when they were able to troubleshoot.